Event description:
It was reported that the patient developed an infection and bacteremia post generator change. The left ventricular (lv) lead was removed with the rest of the system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".